Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device.